Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had difficulty charging the ipg and it was noted that patient was charging the ipg frequently. The patient underwent a battery replacement procedure.